Event description:
It was reported that the customer had a cable issue with the maryland bipolar forceps. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the procedure was completed with backup instrument. Issue occurred during case. Defective instrument was not used on the patient. Patient was male, 43 years old and 182 kg.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint of wire exposed. The instrument was found to have damage of the conductor wires insulation at the distal end. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were .122 - .522 in length and were not aligned with the tube axis.